Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a tactile and visual examination found the unit with no defects on the balloon, hypotube and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. There was distal stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 90% stenosed target lesion was located in a moderately calcified and severely tortuous distal left circumflex (lcx) artery. Predilation was performed using an unspecified balloon catheter. A 2.50x20mm promus element plus drug-eluting stent was then advanced and selected to treat the target lesion but was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.